Event description:
It was reported that high impedance was detected on the patient's replacement generator during a planned generator replacement due to low battery. Pre-operative impedance was not taken since the battery was low. They tried pin reinsertion multiple times and made sure that they ran diagnostics and the high impedance didn't resolve. They performed a lead revision and the impedance resolved. The explanted products were discarded. No further relevant information has been received to date.